Manufacturer narrative:
(B)(4). Batch #: x94v7z. This is an analysis of a set of images submitted to ethicon endo-surgery for evaluation. Image (calidad har36 kennedy 1. Jpeg): the image provided by the customer is that of the distal jaw of what appears to be a har instrument. A closer look at the clamp arm interface shows the tissue pad damaged and melted. Image (calidad har36 kennedy 2. Jpeg): the image provided by the customer is that of two har instruments. A closer look at the clamp arm interface shows the tissue pad damaged and melted on one of the devices. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a hepatic cyst resection, during the activation, the polyamide sheet cover fails (it comes off). The pad melted but it did not detach. An enseal device was connected to the same generator and it works correctly. The procedure was delayed 20 minutes but it was completed successfully. There were no patient consequences.